Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient has suffered a progressive loss of functioning electrodes over time. Three (10 through 12) are suspected to be extra-cochlear. However, several of of the intra-cochlear electrodes have shown to be deteriorating, and have progressed to "hi" status. Currently there are only 5 electrode channels functioning normally.